Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "pt was experiencing mid flexion instability. Surgeon removed the existing and re-implanted a thick insert by 4 mm. The knee is stable. Rest of the parts were fine."